Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue as the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to report any future malfunctions.